Manufacturer narrative:
Block e1: health care facilty name: (B)(6). Block h6: device problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: a fully deployed ultraflex tracheobronchial covered stent was received for analysis; the delivery system was not returned. Visual inspection found that the loops of the stent were bent. No other issues were noted to the stent. The reported event of stent partially deployed was not confirmed; the stent was returned completely deployed. Additionally, the stent loops were bent; however, there is insufficient information about what could be the cause for this failure. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an ultraflex tracheobronchial covered distal release stent was to be implanted in the trachea to treat a malignant tumor that compressed the airway during a tracheal stent implantation procedure performed on (B)(6), 2020. Reportedly, the patient's anatomy was not dilated prior to stent placement procedure. According to the complainant, during the procedure, the stent was unable to fully deploy. The stent was attempted to be deployed with force; however, the stent was still unable to fully deploy. Reportedly, the stent was partially covered by the deployment suture on the delivery system when it was removed from the patient. The procedure was cancelled due to device availability. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Health care facility name: (B)(6). (B)(4). The device has not been received for analysis, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020, an ultraflex tracheobronchial covered distal release stent was to be implanted in the trachea to treat a malignant tumor that compressed the airway during a tracheal stent implantation procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not dilated prior to stent placement procedure. According to the complainant, during the procedure, the stent was unable to fully deploy. The stent was attempted to be deployed with force, however, the stent was still unable to fully deploy. Reportedly, the stent was partially covered by the deployment suture on the delivery system when it was removed from the patient. The procedure was cancelled due to device availability. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.